Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that complications were encountered during attempted delivery of an impella 5.0 pump for mechanical circulatory support. Due to resistance met during the implant attempt, the decision was made to abort the implant. There was no patient harm.